Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. Analysis summary: one opened sample product code sxpp1a406 was received for evaluation. Upon visual inspection of the returned sample, the foil packet was received opened and the seal area was noted to be as expected and no damage, holes were observed. As per the visual inspection of the suture, barbs were found to be damaged at the tips. In addition, the fixation tab was observed to have one side broken. After further evaluation of the fixation tab crimping marks were observed on the tab possibly from a surgical device. A picture was also returned to ethicon inc for analysis. Visual inspection of the picture shows a foil of product code sxpp1a40612. No conclusion could be reached based on the photo as the sample as the sample was not returned at the time. A manufacturing record evaluation was performed for the finished device lot number qkmmbu / sxpp1a40612, and no non-conformances related to the reported complaint condition were identified. Trade name: irgacare®. Active ingredient(s): triclosan. Dosage form: suture/solid/parenteral. Strength: = 2360 g/m.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. The primary package of the suture was found damaged prior to planned use. The procedure was completed with a new like device and there were no adverse patient consequences reported. No further information was provided.